Event description:
Reportedly, a 21mm valve was explanted after an implant duration of 3 years, 3 months, (39.23 months) due to aortic stenosis (as). The customer reported that a magna 3000 was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2008. Patient dialysis history was not provided. On (B)(6) 2011, the valve was explanted and replaced. At explant, remarkable calcification was observed on the magna valve.

Manufacturer narrative:
Evaluation summary: the valve exhibited moderate to heavy calcification in the cusp area of leaflets 2 and 3. At the free margins calcification is minimal to moderate at leaflet 2 and moderate at leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 1-2mm. Host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 2mm. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: evaluation confirmed calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Method: evaluation anticipated but not yet begun. The device history record (DHR) review is in progress. The device has been received by our (B)(4) office and is en route to our evaluation lab in (B)(4) for evaluation.